Event description:
Surgical patient accidentally incurred a deep burn on the underside of chin during surgery. Two bovie instruments plugged into the same bovie were being used by the surgeon. One instrument was being used in the wound and the other was laying on the patient's chest. When the foot pedal was activated, both instruments were also activated resulting in the patient's burn. The burn wound was excised and closed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.